Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer either continued to use the existing cartridge or loaded a new cartridge in an attempt to resolve the issue, however the insulin gauge remained inaccurate. Customer¿s blood glucose level was 265 mg/dl.